Event description:
Health professional reported a lap-band explant without replacement due to an alleged "esophageal dilatation dismotility." Additional info was requested, but the reporter stated that there was no further info available.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and implant date. The reporter has no further info regarding the serial number and implant date. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported events of esophageal dilatation as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food."